Manufacturer narrative:
The root cause could not be determined, but based on the information provided there was no indication of a device malfunction.

Event description:
Physio-control was made aware of the article "lund university cardiac assist system induced liver laceration and anterior cord infarction after cardiac arrest: a case report" published in a and a practice, that mentioned a patient event where the device use had potentially caused liver laceration and anterior cord infarction when it was used for prolonged cardiopulmonary resuscitation on a 21-year-old male patient. The patient reached the emergency department 73 minutes after the onset of cardiac arrest, and return of spontaneous circulation (rosc) occurred 5 minutes after arrival.

Manufacturer narrative:
Physio-control contacted the author of the article to request additional information on the patient. No response has been received from the customer. A clinical review of the event was performed and it was determined that, based on the available information, manual CPR or the use of the device may have contributed to the liver laceration and anterior cord infarction. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
Physio-control was made aware of the article "lund university cardiac assist system induced liver laceration and anterior cord infarction after cardiac arrest: a case report" published in a and a practice, that mentioned a patient event where the device use had potentially caused liver laceration and anterior cord infarction when it was used for prolonged cardiopulmonary resuscitation on a (B)(6)-year-old male patient. The patient reached the emergency department 73 minutes after the onset of cardiac arrest, and return of spontaneous circulation (rosc) occurred 5 minutes after arrival.